Manufacturer narrative:
Additional information provided in h.3., h.6., and h.11. A review of the device history record (DHR) traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The reported product was not received at the investigation site for evaluation. The review of logfile for the day of treatment shows all laser system functions were within specifications. The vacuum check, the energy check and the ablation check were performed successfully without issues. The energy was stable during the whole day. The logfile shows one successfully performed treatment. The reported treatment could be identified in the logfile. The logfile shows vacuum one time was around three mins., the vacuum two time was around one min twenty seconds. And the duration of the docking process was around four mins eighteen seconds. The surgeon missed vacuum one one time and vacuum two once. Suction ring and patient interface were docked twice on patient¿s eye because the surgeon has had difficulties to reach a valid suction one and two value. The treatment of the patient's left eye was aborted due to the user released the laser pedal and pressed the vacuum pedal instead of the laser pedal, which caused the interruption of the treatment during bed cut. The reported issue is not caused by the system or the used patient interface. The info message ¿vacuum pumps stopped by foot pedal - treatment is aborted¿ indicated that the user shut down the vacuum pumps by pressing the vacuum pedal instead of the laser pedal. Review of the log files for the treatment day does not show any other relevant warning or error messages. No technical root cause could be identified. The system was working within specification. The root cause is user handling. No failure analysis is required even if the reported product is returned, as the root cause has been identified during logfile review. No technical root cause could be identified as the product was found to be within specifications. The root cause is user handling. The treatment was stopped by pressing the foot pedal and could be finished successfully using another patient interface. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that a patient interface lost suction after laser firing in the left eye as a result treatment was aborted and patient has been scheduled for implantable collamer lens treatment.

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).